Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory, product ID section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial#: (B)(6), ubd: 12-aug-2026, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the samsung patient programmer's battery doesn't hold a charge. The onset / date of the event was 2026-jan-02. The battery status went from 70% to 0% very quickly and this prevented the patient from being able to receive a bolus whenever they needed it. The patient programmer was described as new and was first used on (B)(6) 2025. It was indicated that there were no known factors that may have led or contributed to the issue. The patient programmer was replaced and the issue was resolved. The patient was without injury. The patient programmer handset and communicator were returned to the manufacturer. Analysis identified that the communicator¿s micro-usb charge port was loose. The patient's medical history and age were unknown or would not be made available.

Manufacturer narrative:
H6 correction: fdc code updated to d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was (B)(6) 2025 and this was done in another center. The customer did not remember any factors that may have contributed to the loose usb port. The physician did not have additional information to share.